Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe, 25 g x 5/8 inch retracting needles are leaking. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
One used sample was returned for evaluation. No leakage was noted during inspection therefore failure mode is not verified. Leak tests are performed at the molding operation on the inner hub web since that is the ID of the hub. Because of its flat design, it would be difficult for leakage to occur prior to the web being cut. It may be possible that the needle was not securely fastened to the syringe during assembly causing the leakage. The defect rate based on the five needles reported, and the assembly batch size of 522,000 does not exceed specification limits. No further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 5335871 had 31 visual inspections performed with zero defects noted. No quality notifications were written for this batch, nor for the associated assembly batch. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. Both the device manufacturer and manufacturing location are corrected to the columbus site. Bd medical (bd west) medical surgical. Medical device manufacturer: bd medical (bd west) medical surgical manufacturing location: bd medical (bd west) medical surgical.

Event description:
It was reported with the use of the bd luer-lok tip syringe there was an issue with foreign matter. There was no report of injury or medical intervention.